Event description:
It was reported that there were concerns regarding the therapy provided by this implantable cardioverter defibrillator (ICD) and the patient experienced syncopal episodes. Technical services (ts) reviewed device data and noted that therapy was not delivered during this event due to the patient's rhythm being below the zone cut off rate and recommended that the patient follow-up with their physician. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.